Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.

Event description:
The type of this complaint is implant dislocation. Since the primary surgery for oa took place in 2008, the surgeon has offered follow-up diagnosis to the patient every 6 months. The patient was in good condition as of (B)(6) 2014. However, on (B)(6) in 2014, the patient visited the hospital where the patient had undergone the primary surgery by the reason of acute pain in its hip area. On the evidence of the cup dislocation suggested by the x-ray diagnosis, the patient was admitted to the current hospital to undergo a revision. During the revision, the surgeon confirmed black particles around the interlocking part of the stem and osteolysis around the hip bone. Except the sleeve, the surgeon has replaced the whole implants. Additionally, ¿ceramic on poly¿ is now in use for the sliding surface. On top of that, post-operative diagnosis revealed that the patient had allergic reaction to metal. Therefore, the patient is now under close observation for a full recovery. The products in question will come into our possession for further investigations.

Manufacturer narrative:
The products, lab report, and x-rays were reviewed by bioengineering. A report was received and states: the x-rays showed an acetabular cup in a very steep position. The head was positioned on the acetabular rim adjacent to the shell ¿ ie had dislocated. No other x-rays were provided for review. (B)(4) was reviewed. The diameter of the liner was noted as undersized. The measurement method used differed to that used in the manufacturing process and therefore some variation is to be expected between the measurement techniques. It is not possible to say why the cup loosened/moved (this assumes it was not implanted in the position seen in the x-ray). Mechanically assisted taper corrosion was noted on the head and stem. It is not possible to say if this was related to the cup loosening. Images and x-rays were reviewed the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4)this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.